Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 56-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number: 246449, expiry date 20th october 2022) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (poligrip cushion comfort) cream (batch number: 246889, expiry date 20th october 2022) for denture wearer. Concomitant products included no therapy. On (B)(6) 2020, the patient started poligrip cushion comfort and poligrip cushion comfort. On (B)(6) 2020, less than a day after starting poligrip cushion comfort and poligrip cushion comfort and less than a day after starting poligrip cushion comfort and poligrip cushion comfort, the patient experienced gagging. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), device use issue and product complaint. The action taken with poligrip cushion comfort was unknown. On (B)(6) 2020, the outcome of the gagging was recovered / resolved. On an unknown date, the outcome of the choking, device use issue and product complaint were unknown. The reporter considered the choking and gagging to be related to poligrip cushion comfort and poligrip cushion comfort. It was unknown if the reporter considered the device use issue to be related to poligrip cushion comfort and poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via phone call on (B)(6) 2020. Consumer stated, "are you a process specialist or are you the person answering the phone? I purchased poligrip denture adhesive cream. First of all, it should be taken off the market. Number two, I can't get this out of my mouth. I have to use a spoon to try to dig it out of the roof of my mouth. It's all stuck up in my gums. It's disgusting. I usually use the c bond to keep my dentures kind of tight and this stuff it's like having caulk that you use outside of your home even though I put two thin lines. I cannot get it out of my mouth and it's gagging me. I cannot get it out of my mouth and I don't know how to clean the roof of my mouth. I am trying to get it out with a spoon. It's all stuck up in my gums and it's disgusting on my denture. I have been scraping it with a little brush to get it off. I waited because I cannot get out of the house because of this corona virus and took a chance wore my mask and found a drugstore that carries it and it's the most disgusting product I have ever had in my life. I can't get it out of my mouth, it's not coming out of the roof of my mouth and it's all stuck up in my gums. You can't get it off your dentures. It disgusting. They said, cushion and comfort because I usually use the c bond because if you drink hot liquids you replace those pads. I want to know how do I get this product out of my mouth? It's all stuck up my roof, all in my gums, it's gagging me. That's why I am talking so funny because I don't have my dentures in. How do you get this garbage out of your mouth? I am suing paper towels, everything and put it on really thin like a spaghetti noodle. I put it in an it hurt like I didn't have the paddies. I went to pull it out and it's all stuck and smirched everywhere. Tell them that I wouldn't give this to a dog, this is the worst product and I don't mean to take it out on you dear young lady. This is garbage and I can't get it out and I don't know what to use to put on the roof of my mouth. I tried a teaspoon, everything and paper towels and it's all stuck in there. It's choking me. It's disgusting. Even with my dentures. I had a bristle brush to clean the top of my denture. It's even sticking on my finger nails between them. It's like caulk to use outdoors. It's terrible, it's garbage. I will tell any dentist, oh my god, they had a powder that you soak and put on your dentures. But then it had zinc in it. Dentist are bad, they don't make dentures that fit right, they cut me, they are terrible. Back in the day, you had good dentist not nowadays. It's like they pre make it and it's the same set of teeth and everybody gets the same. I told my daughter to order it for me online. I said let me try this because it says cushion and comfort extra gum comfort. Are you kidding? You can't get it out of your mouth, it's gagging me, it has the most terrible taste when I am talking to you and it's all stuck up there. I am asking you now. How do I get this out of my mouth? It's all stuck in my gums, the roof of my mouth and I can't get it out and it's all stuck. On my tongue even it is. I want an answer, it doesn't tell you anything on this label. If you need more to apply and it doesn't tell you how to clean your mouth. It says swish with warm water and it's not working. Slowly move the denture using a rocking motion. Really? It's all stuck on the roof of my mouth. Remove the residue from denture with a warm water and soft brush. That's not working. I am using a little teaspoon to try to get it off the roof in my mouth. I got the directions and it's not working. It's not coming out. I am telling you, I am sitting talking to you, taking a spoon and trying to get it out of the roof of my mouth. It's all stuck on the back of my tongue and it's all stuck on my finger nails. This isn't coming out. The warm cloth and water on the dentures, it's not even coming out. I will have to be scrubbing that or get a brush to get it out. It's terrible. It's stuck in my mouth. I am asking you now with your company, a billion dollar company, how do I get this out of my mouth. This isn't working. So, if you swallow some of it, it won't hurt you, really? I can't even talk. It's disgusting. It's all stuck and even on the back of my tongue. Madam, I read all the directions on the pack. I want one of you experts, you're just telling me, you are sorry about my experience. The problem is that the warm water isn't working. Who is the person or product specialist, who invented this product or someone I can talk to that can't give me what is on the directions that I could read. It's not working. I said, how do you get this product out of your mouth? There should be somebody that does the product, who manufactures it or the vendor, whoever that makes this garbage that knows other thing that are not on the directions. I can't get it out of my mouth. Well, that's the people that I should be talking in the beginning. First time I leave the house and I drive all the way to the city to purchase this thing and found that it's garbage. I am not taking the risk, wearing a mask and lotion all over to take this thing back because it's garbage. This is the most horrible product in the life. I wouldn't recommend this for a dog. I will tell you is that bad. Don't take this personally because it doesn't have to do anything with you dear lady, you are doing your job. Tell the medical team that it's the most deplorable thing ever. I can't get it out of my mouth and it's gagging me talking to you. That's what I am telling you. I would like a real call back from one of them. No letter, no email, a live call to let me know how to get this out of my mouth. It's choking me. I am telling you and it has horrible taste like a bitter medicine. It's all stuck on the roof of my mouth, up in my gums and I can't get it out. I have long finger nails and it's all stuck on my nails. You can't get this out with warm water. It doesn't work, in order to clean my dentures. I know you are reading from a script. I told you everything. You can hardly see it because it's indented white on white. You can hardly make it out because it's white on white and indented. It should be in color. It's all stuck on my finger nails and I have to get something dig it out of my finger nails. It's like caulk from outside. I am a painter by trade, retired and I know what caulk is and this stuff is worse. I just called you and I just tried the product. That's why I called you immediately. It's all stuck and I can't get it out of my mouth. That's what I am telling you. It's gagging me. It's all stuck up in there and doesn't come out. I am using paper towels and a little teaspoon to dig it out of the roof of my mouth. Why would I get medical advice if I am calling your office. How am I going to go to a doctor if you can't even get an appointment with this corona virus. They are not taking patients and I am going to call for some stupid denture cream. Tell them is just junk whoever you safety team is. This will choke somebody to death. I'm a healthy senior and I can tell you that if I wasn't healthy this will choke somebody to death with this product. I am telling you the truth. This is on the roof of my mouth, on the back of my tongue and it won't come out and it's gagging me. I mean I put it on very thin just like the directions show. The two lines on the top and it's all stuck because I usually use that pad to my finger nails and everything. I want a call back from one of your product specialist who made this product. I should report this to the safety commission or the food and drug administration because it's a danger. I am telling you right now. It's is choking, it's terrible. I cannot get it out of my mouth. That's why I called you immediately once I found the product box. I don't take medication because I don't have any physical problem. I am telling you, it's gagging me. I can't get it out of my mouth. That's why I called you. I tried to brush, with an old toothbrush that it's really stiff and it's not coming out. It's choking me. I am going to call the food and drug administration and the safety commission line when they are open and I am going to tell them that it's unsafe and it should not be recommended. Specially for seniors or old people. They will get I am telling you I painted a whole they have this stuff in their mouth they have a panic attack and I know what I am telling you. My two daughters are nurses and this will cause seriously problems and serious issues to people. This will cause a panic attack with this stuff on stuck on their mouth and they cannot get it out. I am just being honest. You can reimburse me for what I paid too." Lot number: 246449 or 246889 and expiration date 20th october 2022. Follow-up information was received on 08 june 2020 from the quality assurance (qa) department regarding complaint number: (B)(4) and lot number: 246449. The investigation concluded that the complaint sample was received at investigation site. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. These complaints have been considered as unsubstantiated. The co suspect product poligrip cushion comfort (lot number: 246889) was removed from the case.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It's is choking, it's terrible [choking]. I can't get it out of my mouth and it's gagging me. [Gagging]. I have to use a spoon to try to dig it out of the roof of my mouth. I tried a teaspoon, everything and paper towels and it's all stuck in there [device use issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 246449, expiry date 20th october 2022) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 246889, expiry date 20th october 2022) for denture wearer. Concomitant products included no therapy. On (B)(6) 2020, the patient started poligrip cushion comfort and poligrip cushion comfort. On (B)(6) 2020, less than a day after starting poligrip cushion comfort and poligrip cushion comfort and less than a day after starting poligrip cushion comfort and poligrip cushion comfort, the patient experienced gagging. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), device use issue and product complaint. The action taken with poligrip cushion comfort was unknown. On (B)(6) 2020, the outcome of the gagging was recovered/resolved. On an unknown date, the outcome of the choking, device use issue and product complaint were unknown. The reporter considered the choking and gagging to be related to poligrip cushion comfort and poligrip cushion comfort. It was unknown if the reporter considered the device use issue to be related to poligrip cushion comfort and poligrip cushion comfort. Additional information: the adverse event information was received via phone call on 20 may 2020. Consumer stated, "are you a process specialist or are you the person answering the phone? I purchased poligrip denture adhesive cream. First of all, it should be taken off the market. Number two, I can't get this out of my mouth. I have to use a spoon to try to dig it out of the roof of my mouth. It's all stuck up in my gums. It's disgusting. I usually use the c bond to keep my dentures kind of tight and this stuff it's like having caulk that you use outside of your home even though I put two thin lines. I cannot get it out of my mouth and it's gagging me. I cannot get it out of my mouth and I don't know how to clean the roof of my mouth. I am trying to get it out with a spoon. It's all stuck up in my gums and it's disgusting on my denture. I have been scraping it with a little brush to get it off. I waited because I cannot get out of the house because of this corona virus and took a chance wore my mask and found a drugstore that carries it and it's the most disgusting product I have ever had in my life. I can't get it out of my mouth, it's not coming out of the roof of my mouth and it's all stuck up in my gums. You can't get it off your dentures. It disgusting. They said, cushion and comfort because I usually use the c bond because if you drink hot liquids you replace those pads. I want to know how do I get this product out of my mouth? It's all stuck up my roof, all in my gums, it's gagging me. That's why I am talking so funny because I don't have my dentures in. How do you get this garbage out of your mouth? I am suing paper towels, everything and put it on really thin like a spaghetti noodle. I put it in an it hurt like I didn't have the paddies. I went to pull it out and it's all stuck and smirched everywhere. Tell them that I wouldn't give this to a dog, this is the worst product and I don't mean to take it out on you dear young lady. This is garbage and I can't get it out and I don't know what to use to put on the roof of my mouth. I tried a teaspoon, everything and paper towels and it's all stuck in there. It's choking me. It's disgusting. Even with my dentures. I had a bristle brush to clean the top of my denture. It's even sticking on my finger nails between them. It's like caulk to use outdoors. It's terrible, it's garbage. I will tell any dentist, oh my god, they had a powder that you soak and put on your dentures. But then it had zinc in it. Dentist are bad, they don't make dentures that fit right, they cut me, they are terrible. Back in the day, you had good dentist not nowadays. It's like they pre make it and it's the same set of teeth and everybody gets the same. I told my daughter to order it for me online. I said let me try this because it says cushion and comfort extra gum comfort. Are you kidding? You can't get it out of your mouth, it's gagging me, it has the most terrible taste when I am talking to you and it's all stuck up there. I am asking you now. How do I get this out of my mouth? It's all stuck in my gums, the roof of my mouth and I can't get it out and it's all stuck. On my tongue even it is. I want an answer, it doesn't tell you anything on this label. If you need more to apply and it doesn't tell you how to clean your mouth. It says swish with warm water and it's not working. Slowly move the denture using a rocking motion. Really? It's all stuck on the roof of my mouth. Remove the residue from denture with a warm water and soft brush. That's not working. I am using a little teaspoon to try to get it off the roof in my mouth. I got the directions and it's not working. It's not coming out. I am telling you, I am sitting talking to you, taking a spoon and trying to get it out of the roof of my mouth. It's all stuck on the back of my tongue and it's all stuck on my finger nails. This isn't coming out. The warm cloth and water on the dentures, it's not even coming out. I will have to be scrubbing that or get a brush to get it out. It's terrible. It's stuck in my mouth. I am asking you now with your company, a billion dollar company, how do I get this out of my mouth. This isn't working. So, if you swallow some of it, it won't hurt you, really? I can't even talk. It's disgusting. It's all stuck and even on the back of my tongue. Madam, I read all the directions on the pack. I want one of you experts, you're just telling me, you are sorry about my experience. The problem is that the warm water isn't working. Who is the person or product specialist, who invented this product or someone I can talk to that can't give me what is on the directions that I could read. It's not working. I said, how do you get this product out of your mouth? There should be somebody that does the product, who manufactures it or the vendor, whoever that makes this garbage that knows other thing that are not on the directions. I can't get it out of my mouth. Well, that's the people that I should be talking in the beginning. First time I leave the house and I drive all the way to the city to purchase this thing and found that it's garbage. I am not taking the risk, wearing a mask and lotion all over to take this thing back because it's garbage. This is the most horrible product in the life. I wouldn't recommend this for a dog. I will tell you is that bad. Don't take this personally because it doesn't have to do anything with you dear lady, you are doing your job. Tell the medical team that it's the most deplorable thing ever. I can't get it out of my mouth and it's gagging me talking to you. That's what I am telling you. I would like a real call back from one of them. No letter, no email, a live call to let me know how to get this out of my mouth. It's choking me. I am telling you and it has horrible taste like a bitter medicine. It's all stuck on the roof of my mouth, up in my gums and I can't get it out. I have long finger nails and it's all stuck on my nails. You can't get this out with warm water. It doesn't work, in order to clean my dentures. I know you are reading from a script. I told you everything. You can hardly see it because it's indented white on white. You can hardly make it out because it's white on white and indented. It should be in color. It's all stuck on my finger nails and I have to get something dig it out of my finger nails. It's like caulk from outside. I am a painter by trade, retired and I know what caulk is and this stuff is worse. I just called you and I just tried the product. That's why I called you immediately. It's all stuck and I can't get it out of my mouth. That's what I am telling you. It's gagging me. It's all stuck up in there and doesn't come out. I am using paper towels and a little teaspoon to dig it out of the roof of my mouth. Why would I get medical advice if I am calling your office. How am I going to go to a doctor if you can't even get an appointment with this corona virus. They are not taking patients and I am going to call for some stupid denture cream. Tell them is just junk whoever you safety team is. This will choke somebody to death. I'm a healthy senior and I can tell you that if I wasn't healthy this will choke somebody to death with this product. I am telling you the truth. This is on the roof of my mouth, on the back of my tongue and it won't come out and it's gagging me. I mean I put it on very thin just like the directions show. The two lines on the top and it's all stuck because I usually use that pad to my finger nails and everything. I want a call back from one of your product specialist who made this product. I should report this to the safety commission or the food and drug administration because it's a danger. I am telling you right now. It's is choking, it's terrible. I cannot get it out of my mouth. That's why I called you immediately once I found the product box. I don't take medication because I don't have any physical problem. I am telling you, it's gagging me. I can't get it out of my mouth. That's why I called you. I tried to brush, with an old toothbrush that it's really stiff and it's not coming out. It's choking me. I am going to call the food and drug administration and the safety commission line when they are open and I am going to tell them that it's unsafe and it should not be recommended. Specially for seniors or old people. They will get I am telling you I painted a whole they have this stuff in their mouth they have a panic attack and I know what I am telling you. My two daughters are nurses and this will cause seriously problems and serious issues to people. This will cause a panic attack with this stuff on stuck on their mouth and they cannot get it out. I am just being honest. You can reimburse me for what I paid too." Lot number 246449 or 246889 and expiration date 20th october 2022.